Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14272, 1627487-2021-14274, and 1627487-2021-14275. It was reported that the patient was not getting adequate therapy due to high impedance. As a result, surgical intervention occurred on (B)(6) 2021 wherein the leads were explanted and replaced. The patient has effective therapy post operatively.